Manufacturer narrative:
It was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. H3 other text : device not returned.

Event description:
It was reported that the patient's right hip was revised due to instability (possible cause or contributor for instability not reported to rep). A shell, two screws, and a liner were revised to a tritanium revision shell and mdm/ adm liner construct. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to instability (possible cause or contributor for instability not reported to rep). A shell, two screws, and a liner were revised to a tritanium revision shell and mdm/ adm liner construct. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.